Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the strain relief of the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the exhaust tubes of both cylinders. Testing revealed these to not be sites of leakage. Two separations were noted in the bladder of cylinder 2. Testing revealed these to both be sites of leakage. Microscopic examination revealed both separations had a central groove, indicating contact with sharp instrumentation such as a needle. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with cylinder 1 or the reservoir. Based on examination of the returned product, it was concluded that while in-vivo the shorter exhaust tubes and inlet tube of the pump positioned themselves in such a way that caused them to overlap and abrade against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the strain relief of the longer exhaust tube of the pump at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations noted in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. The expected use of this device combined with the observed separations should have resulted in an earlier detected fluid loss. As the information received indicated the tubing of the pump, and no indication of the cylinder bladder separations, quality cannot confirm when these separations may have occurred. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, torn tubing near pump hub.